Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold and impedance measurements, with intermittent loss of capture. The impedance measurements were not out of range, and there was not greater than two seconds of asystole. The lead was later surgically abandoned and replaced due to pacing not delivered when required and impedance issues. No additional adverse patient effects were reported.